Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer reported an off no power alert from the insulin pump. The customer further reported that there was a low battery alert prior to the off no power alert on the insulin pump. The customer was advised to install a new battery on the insulin pump. The customer will be purchasing new batteries for the insulin pump. The customer was advised to monitor the insulin pump and to call back should the issue persist after installing new batteries. No additional information was provided.